Event description:
It was reported the delivery system of a zenith flex aaa endovascular graft bifurcated main body was difficult to advance through the arteries during an endovascular aneurysm repair (evar) procedure. The physician administered considerable force and the delivery system still failed to advance. The procedure was aborted. A cut-down was performed on both sides to close the vessels. Heparin was used during the procedure. Neck anatomy was described as parallel. No other adverse effects were reported for this incident.

Manufacturer narrative:
Occupation: coordinator. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged or unavailable. Investigation ¿ evaluation (B)(6) hospital in little rock, ar informed cook on 15feb2022 of an incident involving a zenith flex aaa endovascular graft bifurcated main body (rpn: tffb-28-82-zt, lot: 13998835). On the (B)(6) 2022 a 91-year-old male patient underwent an evar (endovascular aneurysm repair) procedure. While trying to advance the delivery system through the arteries the device would not track. The physician elected to cease advancement as he was administering considerable force. The procedure was aborted, and the device was never placed. A cut-down had to be performed on both sides to close the vessels. The site did report the patient had very calcified vessels. Heparin was used during the procedure. Reviews of the documentation including the complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions, quality control procedures and specifications of the device, were conducted during the investigation. The complaint device was not returned for evaluation; therefore, no physical examination could be conducted. Medical imaging was unable to be provided for review. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that adequate inspection activities have been established. A review of the device history record (DHR) for lot 13998835 found no nonconformances that could have contributed to the reported failure mode. It should be noted that no other complaints have been associated with this lot number. Cook also reviewed product labeling. The product IFU, t_zaaaf_rev5 ¿zenith flex aaa endovascular graft with the z-trak introduction system¿ provides the following information to the user related to the reported failure mode: 2 indications for use the zenith flex aaa endovascular graft with the z-trak introduction system is indicated for the endovascular treatment of patients with abdominal aortic or aortoiliac aneurysms having morphology suitable for endovascular repair, including: ¿ adequate iliac/femoral access compatible with the required introduction systems. ¿ non-aneurysmal infernal aortic segment (neck) proximal to the aneurysm: ¿ with a length of at least 15 mm ¿ with a diameter measured outer wall to outer wall of no greater than 32 mm and no less than 18mm, ¿ with an angle less than 60 degrees relative to the long axis of the aneurysm, and ¿ with an angle less than 45 degrees relative to the axis of the suprarenal aorta. ¿ iliac artery distal fixation site greater than 10 mm in length and 7.5-20 mm in diameter (measured outer wall to outer wall) 4 warnings and precautions 4.2 patient selection, treatment and follow-up ¿ the zenith flex aaa endovascular graft is designed to treat aortic neck diameters no smaller than 18 mm and no larger than 32 mm. The zenith flex aaa endovascular graft is designed to treat proximal aortic necks (distal to the lowest renal artery) of at least 15 mm in length. Iliac artery distal fixation site greater than 10 mm in length and 7.5 - 20 mm in diameter (measured outer wall to outer wall) is required. These sizing measurements are critical to the performance of the endovascular repair. ¿ key anatomical elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation (>60 degrees for infrarenal neck to axis of aaa or >45 degrees for suprarenal neck relative to the immediate infrarenal neck); short proximal aortic neck (<15 mm); an inverted funnel shape (greater than 10% increase in diameter over 15 mm of proximal aortic neck length); and circumferential thrombus and/or calcification at the arterial implantation sites, specifically the proximal aortic neck and distal iliac artery interface. In the presence of anatomical limitations, a longer neck may be required to obtain adequate sealing and fixation. Irregular calcification and/or plaque may compromise the attachment and sealing at the fixation sites. Necks exhibiting these key anatomical elements may be more conducive to graft migration or endoleak. ¿ adequate iliac or femoral access is required to introduce the device into the vasculature. Access vessel diameter (measured inner wall to inner wall) and morphology (minimal tortuosity, occlusive disease and/or calcification) should be compatible with vascular access techniques and delivery systems of a 16 french to 22 french vascular introducer sheath. Vessels that are significantly calcified, occlusive, tortuous, or thrombus-lined may preclude placement of the endovascular graft and/or may increase the risk of embolization. A vascular conduit technique may be necessary to achieve success in some patients. Diameters utilizing CT, diameter measurements should be determined from the outer wall to outer wall vessel diameter (not lumen measurement) to help with proper device sizing and device selection. The contrast-enhanced spiral CT scan must start 1 cm superior to the celiac axis and continue through the femoral heads at an axial thickness slice of 3 mm or less. 4.5 implant procedure ¿ do not bend or kink the delivery system. Doing so may cause damage to the delivery system and the zenith flex aaa endovascular graft. ¿ to avoid any twist in the endovascular graft, during any rotation of the delivery system, be careful to rotate all of the components of the system together (from outer sheath to inner cannula) ¿ do not continue advancing any portion of the delivery system if resistance is felt during advancement of the wire guide or delivery system. Stop and assess the cause of resistance: vessel, catheter or graft damage may occur. Exercise particular care in areas of stenosis, intravascular thrombosis or in calcified or tortuous vessels. 5.2 potential adverse events adverse events that may occur and/or require intervention include, but are not limited to: ¿ aortic damage, including perforation, dissection, bleeding, rupture and death ¿ endoprosthesis: improper component placement; incomplete component deployment; component migration; suture break; occlusion; infection; stent fracture; graft material wear; dilatation; erosion; puncture; perigraft flow; barb separation and corrosion 7 patient selection and treatment 7.1 individualization of treatment the risks and benefits should be carefully considered for each patient before use of the zenith flex aaa endovascular graft. Additional considerations for patient selection include but are not limited to: ¿ co-morbidities (e.g, cardiac, pulmonary or renal insufficiency prior to surgery, morbid obesity) ¿ patient's anatomical suitability for endovascular repair ¿ non-aneurysmal infrarenal aortic segment (neck) proximal to the aneurysm: with a length of at least 15 mm, with a diameter measured outer wall to outer wall of no greater than 32 mm and no less than 18 mm, with an angle less than 60 degrees relative to the long axis of the aneurysm, and with an angle less than 45 degrees relative to the axis of the suprarenal aorta ¿ iliac artery distal fixation site greater than 10 mm in length and 7.5 to 20 mm in diameter (measured outer wall to outer wall) ¿ freedom from significant femoral/iliac artery occlusive disease that would impede flow through the endovascular graft the final treatment decision is at the discretion of the physician and patient. 10.2 inspection prior to use inspect the device and packaging to verify that no damage has occurred as a result of shipping. Do not use this device if damage has occurred or if the sterilization barrier has been damaged or broken. If damage has occurred, do not use the product and return to cook, prior to use, verify correct devices (quantity and size) have been supplied for the patient by matching the device to the order prescribed by the physician for that patient. Pre-implant determinants verify from pre-implant planning that the correct device has been selected. Determinants include: 1. Femoral artery selection for introduction of the main body system (i.e., define respective contralateral and ipsilateral iliac arteries). 2. Angulation of aortic neck, aneurysm, and iliac arteries. 3. Quality of the aortic neck. 4. Diameters of infrarenal aortic neck and distal iliac arteries. 5. Distance from renal arteries to the aortic bifurcation. 6. Length from the aortic bifurcation to the internal iliac arteries/attachment site(s). 7. Aneurysm(s) extending into the iliac arteries may require special consideration in selecting a suitable graft/artery interface site. 8. Consider the degree of vascular calcification evidence provided by the complaint facility, device history record, complaint history, manufacturing documents, and verification testing, suggests that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. Based on the information provided, no returned product and the results of our investigation, it was concluded that an adverse event related to the patient condition contributed to the event. It was reported that the patient had very calcified vessels. The IFU states ¿adequate iliac or femoral access is required to introduce the device into the vasculature. Access vessel diameter (measured inner wall to inner wall) and morphology (minimal tortuosity, occlusive disease and/or calcification) should be compatible with vascular access techniques and delivery systems of a 16 french to 22 french vascular introducer sheath. Vessels that are significantly calcified, occlusive, tortuous or thrombus lined may preclude placement of the endovascular graft and/or may increase the risk of embolization. A vascular conduit technique may be necessary to achieve success in some patients.¿ patient anatomy was a likely cause of this event. The appropriate personnel have been notified. Per the risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.